Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97740fa, serial#: (B)(4), product type: programmer, patient. Product ID: 97740fa, serial#: (B)(4), product type: programmer, patient. Product ID: 97754, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the patient was experiencing a return of symptoms. The patient stated that they haven't really been able to use their implantable neurostimulator (ins) and that the device wasn't effective because they had three aggravated and compressed nerves, which was due to a car accident from two years prior. The patient had decompression surgery at the end of (B)(6) 2016 and was instructed to turn stimulation off. On (B)(6) 2016, the patient got ¿clearance¿ from their healthcare provider (hcp) to turn stimulation on and have it reprogrammed/adjusted. The patient contacted a manufacturer representative on the date of this report because they thought their ins was dead. After troubleshooting, it was found that the ins wasn¿t dead and it was the patient programmer that had low aaa batteries, as that was the screen that was displayed. The issue was resolved by replacing the batteries; the programmer then displayed a ¿low ins¿ battery screen. It was noted that the patient waited to contact the manufacturer representative because they were in bed in pain. The patient also reported that since implant, they had been feeling stimulation more in their legs than in their lower back, and they would turn stimulation high so they could feel it in their back, but then they couldn¿t walk. It was further reported that the patient was also having difficulty recharging since they were implanted on (B)(6) 2016. The patient reported that they had been getting poor coupling, around 0-4 bars, and they couldn't get a signal. Troubleshooting steps were performed during the call and the issue was resolved. The patient was able to use the antenna locate (al) feature and get 6-8 coupling bars. It was also reported that the patient was getting a persistent thermometer icon displayed when recharging that started a few days prior to the date of this report. It was noted that the patient was charging under blankets/pillows or near an ambient heat source. It was reviewed that the patient should try recharging in well ventilated areas. It was unknown if the issue was resolved. The importance of antenna placement was reviewed with the patient, and also that they should charge over thin material rather than bulky clothing. It was reviewed that the patient should use their recharging waist belt and adhesive discs were sent in order to improve the charging process. The patient was to follow up with their healthcare provider (hcp). Indication for use is spinal pain.